Event description:
The device was used during an esophago-jejunectomy. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.